Event description:
It was reported that, "the pt had a primary tka on (B)(6) 2008. Afterward, the surgeon performed a revision surgery to replace an insert and a tibial component on (B)(6) 2010 due to a traumatic loosening."

Manufacturer narrative:
Additional information has been requested and if available, it will be submitted in the supplemental report.